Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1265 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal end of the microintroducer sheath split. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer was returned for evaluation. No apparent evidence of use was noted on the device. Microscopic observation of the sheath tip revealed a longitudinal split. The split edges are straight and even. Strands of material fibers appear to be connecting the split surfaces. No additional deformation was noted on the tip orifice. Based on the information provided, possible contributing factors include material damage and advancement against resistance. No findings from the manufacturing review indicated a manufacturing/processing related event caused or contributed to the reported issue. Since the sheath was observed to contain a split, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that the proximal end of the microintroducer sheath split. No other information was provided.